Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient reported pain at the abutment site. The patient was prescribed oral antibiotics on (B)(6) 2014 (durations not reported). The implanted device remains.